Manufacturer narrative:
A photo was shared by the customer, illustrating a leak coming from the shuntless, and no additional damage or anomalies were observed in the photograph. The following was returned by the customer for complaint investigation: a used list #mc33150, 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer; lot #unknown. As received, a stick down condition on shuntless was observed. No additional damage or anomalies were observed. The shuntless was disassembled it was observed that the spike was broken on 2 pieces and the seal had a torn condition. The customer's complaint of leakage was confirmed based on the used physical sample evaluation. The probable cause of the damage observed on shuntless is typically access with an incompatible mating device during use. The directions for use (dfu) states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles or luer caps on clave connector(s). A review of the device history record could not be conducted because the lot number is unknown.

Event description:
The complaint/event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer that was reported to be leaking. It was attached to the patient¿s umbilical venous catheter (uvc). Attached to the extension set was bd #20027e filter tubing. Total parenteral nutrition (tpn) and lipids were infusing at the time of the event that occurred in the neonatal intensive care unit (nicu) unit. Upon disconnecting the filter tubing, the silicone septum was stuck down, and lipids could be seen within the housing of the microclave, and there appeared to be a small tear in the silicone septum. The filter tubing was tested, and the connecting luer was compatible with microclave. It was confirmed that nothing else was connected to the microclave besides the filter set. There was no patient harm reported as a result of this complaint/event.